Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident. A technical support specialist dialed in to the device and confirmed that the medication application was up and running with no errors displayed on the device screen. A tss attached knowledge article medstation es how to troubleshoot a drawer failure or a bd pyxis cubie pocket failure and station got stuck on cfnapp desktop blue screen after upgrade credential manager enabled. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es stuck with black screen and failed to turn on. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.